Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." Unit was returned for evaluation. Based on the results of this testing, the unit was found to be safe to operate. No direct cause could be identified that would have created the high temperatures that were reported by the service technician. It is unclear whether the loose prong on the power cord was caused by the overheating or whether it contributed to the condition. Although the interior of the unit was extremely dirty, there did not appear to be any damage. The loud compressor may have been a result of significant amounts of dust being pulled through the system but no definitive conclusions can be made. Despite this issue, the unit was able to meet the purity levels specified in the procedure without alarming. This testing did not find any safety concerns.

Event description:
This report was originally submitted on 7/17/2019, and is being resubmitted on 5/28/2020 as the original report failed to go through. A technician went to do a concentrator check at a user's house because the unit was beeping. He brought the unit back to (B)(4) to check. When he was testing the unit he unplugged the unit and then plugged it back in, that was when it was noticed that the unit was really hot - too hot to touch. He noticed that the plastic around the ac prongs was slightly melted and discolored.

Manufacturer narrative:
Device has been returned for evaluation. If any new information is discovered, a follow up MDR will be submitted.

Event description:
This report was originally submitted on 12/04/2018, and is being resubmitted on 5/21/2020 as the original report failed to go through. A technician went to do a concentrator check at a user's house because the unit was beeping. He brought the unit back to (B)(6) to check. When he was testing the unit he unplugged the unit and then plugged it back in, that was when it was noticed that the unit was really hot - too hot to touch. He noticed that the plastic around the ac prongs was slightly melted and discolored.